Event description:
It was reported that an intermittent, ongoing occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. The customer performed a supply change to resolve the issue and resumed insulin therapy successfully.